Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9: complainant part is not expected to be returned for manufacturer review/investigation. E3: reporter is a synthes employee. H3, h6: part: 07.702.040s. Lot: 2f53510. Manufacturing site: werk selzach logistik. Supplier: (B)(4). Release to warehouse date: 02 june 2022. Expiration date: 01 june 2025. A manufacturing record evaluation was performed for the finished article. Lot and no non-conformances were identified. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from japan reports an event as follows: it was reported that on (B)(6) 2023, patient underwent surgery with traumacem v+ cement kit and trauma syringe kit. To inject cement from the mixer into the syringe, the surgeon connected a stopcock, turned the mixer handle, and proceeded to inject the cement. However, the cement stopped near the entrance of the stopcock and could not be injected into the syringe. Since there were two sets of augmentation, the surgery was completed with the other set. After the surgery, it was impossible, to verify the phenomenon because the mixer and stopcock were cemented together and could not be removed. The surgery was completed successfully within thirty minutes delay. Patient was stable. This report is for a traumacem(tm) v+ injectable bone cement - sterile. This is report 1 of 1 for (B)(4).